Event description:
It was reported that the patient is experiencing post-operative adverse effects. A revision surgery is scheduled.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This device is used for treatment. Device history records could not be reviewed as the part and lot numbers are unknown. Surgical notes were ot provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.